Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was still in the box. A power on reset massage displayed when the device was interrogated. The cause of the power on reset was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.